Event description:
The consumer purchased the shower seat in (B)(6) 2016. He said he was using it in the shower, and while he was using it, the backrest weld broke and he fell backwards, hitting his head. He did not visit the doctor. The device is reported as having been used in a fiberglass tub, with all rubber suction cup feet secured to the tub at the time of the incident. The rubber feet were also reported as having been free of splits, cracks or tears. The end-user is reported as having not been supervised or assisted at the time of the malfunction. It is reported that the device was otherwise owned.